Event description:
During posterior lumbar interbody fusion a connector, used out of the depuy expedium connectors set, bent. Doing a posterior lumbar interbody fusion (plif) there was a connector used out of the depuy expedium connectors set that bent. The connector bent prior to being implanted and engaged into the instrumentation. The connector was removed and replaced with a new connector of the same size. Surgeon's note states the expedium universal connectors 5.5-6.35 were used and were explanted and replaced with a new connector of the same size. Rod mmsi prebent ti 5.5 x 55 mm depuy spine 1797-72-055 posterior lumbar spine.